Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-30662. Related manufacturer reference number:2017865-2021-30665. It was reported that the patient presented with an eroded pocket and possible infection. The entire system was removed. The patient was in stable condition.